Event description:
The customer reported that the eci analyzer produced a false negative result for hepatitis b surface anigen on a pt sample. There was no report of pt harm as a result of this occurrence.